Manufacturer narrative:
Per the tandem user guide - never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 369 mg/dl. Reportedly, customer was reusing supplies. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. At the time of the report with tandem technical support, the customer was still hospitalized, however, with the issue resolved and no permanent damage.